Event description:
It was reported to medtronic minimed that the customer experienced pump error 23- post-reset ram crc alarm, pump error 49- history pointers failed. The history pointers are corrupted, pump error 78 and pump shut off. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and the customer was able to clear error and complete rewind process. No harm requiring medical intervention was reported. The customer would discontinue the use of the device mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump passed the displacement test, sleep current test, active current test and self test. Test p-cap locked into the reservoir tube successfully. No pump error 23 alarm noted during boot up. No unexpected low battery alarms, unexpected battery power loss, pump error 68 and 49 alarms noted during testing. Thump software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The adapt tool was utilized to search for alarms that may have occurred in the past to confirm complain code, that might of trigger the reason complain. During download history review it recorded pump error 49 and 68. Pump error 78 was not in the history files or traces. Pump error 49 occurred twice on 03/30/2024 at 10:45:03 and 10:45:23. Pump error 68 occurred once on 03/30/2024 at 10:45:03. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails and label damage (stained). In conclusion, customer's concern for e/a alarm unspecified, pump error 23, pump error 78 and pump error 49 were not confirmed during testing. Unit was tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.